Manufacturer narrative:
Defaulted to the most likely cycler set; however it is an unk device at this time. This report is being submitted as part of a system level review; which will include an investigation of all potential fresenius products being used at the time of the event. The initial nurse who reported the incident has been contacted and referred all matters to her nurse manager. He was contacted but has been unable to identify which pt this may be referring to or which device were involved at this time. A supplemental report will be submitted upon completion of the plant's investigation. This report is associated with MDR 1713747-2014-99922 and MDR 2937457-2014-00412.

Event description:
On (B)(6) 2014 another medical device company sent the following info: "on (B)(6) 2014 during a call about an unrelated event, it was reported the pt was in the hospital for peritonitis. The date of the hospitalization was not reported. The cause of peritonitis was not reported. On an unk date peritoneal effluent culture was performed and the result was fungal (not otherwise specified). Treatment was not reported." It was reported that it was a fresenius peritoneal dialysis (pd) device in use with the pt prior to the hospitalization. The pt also used disposable set and pd solutions from fresenius medical care. The outcome of the peritonitis was not specified. It was reported that the nurse denied having any further info.